Manufacturer narrative:
Additional information provided in d.9., e.1., h.3., h.6. And h.11. The lens was returned in pieces inside the lens case. A small amount of viscoelastic was dried on the lens pieces. The lens was cut into two pieces across the optic center. The lens pieces were cleaned to separate and for further evaluation. The marks seen in the provided photos were observed. These short, scratches were on the anterior optic surface. Damage on the anterior surface may be caused by loading forceps or if a plunger override occurs. The anterior optic surface does not contact the inner cartridge lumen if the lens is loaded correctly. Other marks were observed, which appeared to be caused by an instrument used to grasp the lens during the cutting and removal. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the observed scratches could not be determined. These short, scratches were on the anterior optic surface. Damage on the anterior surface may be caused by loading forceps or if a plunger override occurs. The anterior optic surface does not contact the inner cartridge lumen if the lens is loaded correctly. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure scratched lens was removed after they implanted it and saw the scratch on the lens. The surgery was completed by replacing the new lens during the same initial procedure. Additional information has been received and stated that there was no hpatic issue reported. There was no impact to patient.